Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 500cc saline prosthesis, catalog #3502500, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis and experienced left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 1/31/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the etiology of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 6907740 was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. (B)(4).